Event description:
The customer obtained a non-reproducible lower than expected vitros phyt result (19.8 ¿g/ml) from a single patient sample run on the vitros 5,1 fs chemistry system. The lower than expected result was initially reported out of the laboratory. The result was later questioned based on the vitros phyt result obtained from a serial sample for the same patient. The original sample in question was repeated and an expected vitros phyt result (30.9 ¿g/ml) was obtained. A corrected report was issued based on the repeat testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros phyt result was obtained from a single patient sample run on the vitros 5,1 fs chemistry system. There was no evidence of an instrument malfunction as results of precision testing demonstrated that the vitros 5,1 fs chemistry system was operating as expected at the time of the event. In addition, there was no evidence of a reagent malfunction based on acceptable vitros phyt quality control results obtained near the time frame of the event. Pre-analytical sample mix-up was neither confirmed nor ruled out based on the information available. In addition, the patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample mix-up or improper pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.